Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An evaluation of the component could be confirmed and duplicated. The reported complaint was could be confirmed and duplicated. The mosfet q210, has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported the issue was unable to be duplicated after repeatedly powering the device on/off. The customer reported there is no patient involvement associated with the event.